Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon could not open the stapler. There was no patient involvement.

Manufacturer narrative:
Additional information: (UDI),evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. A review of the device history record indicates the product was released meeting all quality release specifications. Additionally, the investigation detected a secondary condition of partially applied that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this pr oduct states that failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The device is equipped with a safety interlock which prevents the handle from being squeezed a s econd time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon could not open the stapler. Another device was used to complete the case. There was no patient involvement.